Manufacturer narrative:
Ruptures are labeled in the IFU. Endoleaks are labeled in the IFU. No product or images were provided to assist in this investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. Initial repair was performed on (B)(6) 2007. Pt anatomical determinants and possible contributing factors of the suspected secondary endoleak were not reported. Etiology of aneurysm rupture is unk. An endoleak between f/u, migration, and/or continued disease progression may have resulted in aneurysm rupture. Placement of add'l stent grafts resolved the endoleak. At this time there is no indication that a design or process induced failure of the device resulted in the reported endoleak or rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
An (B)(6) male pt underwent aaa repair on (B)(6) 2007. The pt's anamnesis was cerebrovascular disease and hyperpiesia. Emergency surgery was performed under general anesthesia due to aneurysm rupture on (B)(6) 2011. Another MFR's endoprosthesis was placed at proximal site since proximal type I endoleak was observed. However, it was not resolved. Another MFR's xl stent mounted on another MFR's balloon catheter (xl stent mounted on a pta catheter) was placed, but it was invalid. Then one more endoprosthesis of another MFR's was placed, and the endoleak was resolved. Additional devices were used as prescribed. Now the physician takes a wait-and-see approach. It is unk, the pt's condition after the procedure, since it was not provided by the rptr. On (B)(6) 2011, add'l info was provided. Retroperitoneal hematoma was resolved and the pt was recovering steadily after the procedure. Angiography CT would be taken after recovery of renal function since creatinine level is 1.2 now. It is unk, the pt's condition after the procedure, since it was not provided by the rptr.